Manufacturer narrative:
(B)(4)

Event description:
The event was reported by a customer from USA: "plug to wall split delay in therapy: no. Need for medical intervention: no. Patient involvement: no. Death / serious injury: no. Human harm: no."